Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the jaws of the forceps were able to be opened, however they would not close. The device was removed from the patient together with the colonoscope and once outside the patient the jaws were closed and the device removed from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. The complainant further reported that after removing the device from the scope, the jaws were found to not close right and moved together. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age is unknown; however reported to be (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was broken at the z-bend area and detached from the jaw. The fractured part was sent for material analysis which determined that the component did not present any material anomalies. Furthermore it was found that the fracture occurred due to a reduction of the cross-section by a mechanical cut, followed by a shear overload. The device welding and riveting was found to be within manufacturing specifications. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the jaws wont close. During device evaluation it was found that a pull wire was broken which would prevent the jaws from functioning properly. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors causing the pull wire fracture. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the jaws of the forceps were able to be opened, however they would not close. The device was removed from the patient together with the colonoscope and once outside the patient the jaws were closed and the device removed from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. The complainant further reported that after removing the device from the scope, the jaws were found to not close right and moved together. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.